Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 112mg/dl at the time of the incident. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer is using a r 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue and monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Power error noted due to non-sleep anomaly software error.